Event description:
Nursing found pleur-evac, chest drainage system, with no water in water seal compartment. Patient had chest tube placed on the same day as left thoracotomy. Water filled to line and stat chest x-ray ordered. No injury to the patient.